Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the implant that was sealed on the outer packaging but unsealed on the inner packging and drill was missing.

Manufacturer narrative:
The reported event that twist drill, diam.2.6x122mm, wl 70mm, ao-shaft was alleged of 'device missing' could not be confirmed, since the returned package was already open. The device inspection revealed that the inner package is opened and nothing is inside. Based on the investigation, the root cause was attributed to be user related. The event could not be confirmed however it is likely that the device was used for another surgery and the package was left empty. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the implant that was sealed on the outer packaging but unsealed on the inner packaging and drill was missing. Sales rep clarified that "only 1 device, the drill isn't an implant but it arrives sterile due to (B)(6) contamination guidelines. This was what was missing. This was noticed during preparation for the operation and I was able to advice on a suitable drill to use."